Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site and found a leak from the diff shear valve. The fse observed that the tubing from blood sampling valve (bsv) to port 10 on the diff shear valve (cvl85/126) was disconnected. The fse replaced the red stripe tubing associated with port 10, which resolved the leak. He also found a second leak from a crack in the diff mix chamber (vc25). The fse replaced the vc25, which resolved the issue. The instrument ran without leaks and all repairs were verified per established service procedure. (B)(4).

Event description:
The customer reported a leak of approximately 1ml from the shear valve in a coulter lh 750 hematology analyzer. The leak was not contained within the instrument. The customer was performing normal routine operation when the leak was observed. The customer stated that aperture voltage error messages had been generated at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes.